Event description:
It was reported that during device evaluation conducted at the manufacturer facility one of the jaws was found to be missing from the device. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.